Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that they found that the time and date was incorrect. The customer's blood glucose was 38 mg/dl at the time of incident. The customer's blood glucose was 161 mg/dl at the time of call. The customer's spouse also stated that they had high blood glucose of 385 mg/dl. The customer's spouse treated her low blood glucose with glucose tables and food. The customer's spouse was assisted in changing the time and date. The customer's spouse declined for further troubleshooting. The insulin pump will not be returned for analysis.